Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was placed on another ventilator. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing solenoid 2 and the exhalation transducer printed circuit board (pcb). Covidien was not authorized to evaluate the device.